Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned, analyzed and all conductors were fractured. It was noted that all conductors were distorted and there was blood/body fluid on all conductors (not obstructed). (B)(4) we did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance sub threshold lead impedance on (B)(6) 2012. The weekly pace impedance trend data shows an abrupt increase for minimum and maximum left ventricular permanent pace impedance of 475 to 4047 ohms peak between (B)(6) 2012.

Event description:
It was reported that the lead alert triggered due to high impedance and there was also an apparent lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.